Manufacturer narrative:
The lift was used in a facility on multiple patients, and it is unknown if all patients fell within the 450-pound weight capacity of the lift. Photographs were provided of the electric actuator which show that the mounting holes on the shaft extension of the actuator are broken, which would result in the actuator becoming detached from the boom at the mounting bracket. It has been determined that the cause of the failure in aging devices (outside of their 8-year life expectancy, as is the case for this lift) is likely due to improper maintenance and/or placement of the bushing during initial assembly/maintenance by the purchaser of the lift. If the bushing is not in place then the metal-to-metal contact, between the shaft extension of the actuator and the shoulder bolt, will cause wear after considerable use. Review of current packaging confirmed that the bushing is assembled onto the shoulder bolt/nut on the lift boom when shipped from invacare's manufacturing site. The maintenance safety inspection checklist within the lift owner's manual instructs to inspect the hardware connecting the actuator assembly to the mast and boom and to check for wear or deterioration on a monthly basis. Any defective parts should be replaced immediately. The facility has been contacted, requesting additional information and the return of the product. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that the bolt eyelet on the motor snapped on the rpl450-1 lift while a patient was being lifted, causing them to fall back onto their bed.

Event description:
The dealer reported that the bolt eyelet on the motor snapped on the rpl450-1 lift while a patient was being lifted, causing him to fall back onto his bed. When the actuator broke, the bar came down onto the patient's right hand, which became red with a little swelling. The patient received x-rays on his hand, but they were negative.

Manufacturer narrative:
The facility advised that they inspected the lift on a monthly basis, as instructed in the lift manual. The facility was provided a replacement lift, and the broken lift was returned to invacare for evaluation. It was confirmed that the actuator eyelet was fractured. The serial number label on the actuator verified that the component was original to the lift, so it had exceeded its expected wear period of 2 years. Given the condition of the fracture and the age of the device, the likely cause of the failure was determined to be a fatigue fracture, which occurs when the material is subjected to cyclic applied loads.